Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
It was reported that a dental assistant experienced an allergic reaction while working with prime&bond active. The symptoms include swollen eyes, redness on the face and coughing. It took between 2-3 hours after working with the product for the symptoms to abate.